Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report a potential out of range issue patient experienced on (B)(6) 2015. Distributor did not provide any specific information/data related to patient's reported event. No injuries or medical intervention were reported.